Manufacturer narrative:
A medtronic representative investigated the reported booting issue. He was able to boot the imaging system and could not recreate any of the issues. The software investigation found that there were multiple instances of user pressing pendant buttons and pedal switches before system is initialized. This behavior may generate black images being acquired after system is initialized. This issue was documented in a medtronic navigation software anomaly tracking database. A medtronic representative went to the site to test the equipment. The imaging system was found to be fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of MDR's filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that he received a call from a radiologic technologist, at the site, reporting that the imaging system would not boot. He was unsure, if, the issue was the imaging acquisition system or the mobile viewing system, but the site requested a visit to investigate. They reported that initially the imaging system took black images, so they tried to reboot the system and then it would not boot. The surgeon discontinued use of the imaging system and chose to proceed with a c-arm, an alternate system. There was a reported delay to the procedure of 10-15 minutes; due to this issue.there was no impact on patient outcome.